Event description:
This unsolicited device case from unite states was rec'd on (B)(6) 2013 from the patient's wife. This case concerns a (B)(6) male patient who developed infection in left knee/ liquid had a wbc of ''98000'', whose left knee became red and swollen and "92cc of yellow viscous fluid was withdrawn from his knee/ 72 cc of darker fluid was withdrawn from his knee (left knee effusion)" after receiving treatment with synvisc injection. The patient had previous medical device implantation with synvisc in his left knee twice a year since 10 years following arthroscopy on his left knee in 2002. No concurrent conditions and concomitant medication were reported. On (B)(6) 2013, the patient rec'd treatment with synvisc injection (dose, route, batch/lot number and expiration date unknown) into his left knee for an unknown indication. On unknown dates (latency unknown), the patient developed knee swelling, knee redness and knee infection. On (B)(6) 2013, the patient underwent arthrocentesis and 92 cc of yellow, viscous fluid was aspirated from his left knee. The same day, the synovial fluid analysis was performed revealing wbc of ''98000''. On (B)(6) 2013, the patient underwent another procedure of arthrocentesis and 72 cc of darker fluid was aspirated from his left knee and synovial fluid analysis results were awaited. Later on, on an unspecified date in (B)(6) 2013, the patient was hospitalized. It was reported that the patient was currently administered intravenous vancomycin. It was reported that the patient's physician thought that the patient had pseudogout and did not want to report the event. The patient's wife was unsure whether the infection was caused either by synvisc or by the injection. Action taken: drug withdrawn nos. Outcome: not recovered/ not resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi comment dated (B)(6) 2013: in this case the patient was administered synvisc for an unknown indication. The causal role of synvisc can not be excluded for the occurrence of the events of joint infection and the localized erythema, however the lack of information regarding the past medical history and the concomitant medications taken by the patient precludes the complete case assessment.